Event description:
In 2009, the sales rep reported that after surgery, the surgeon had indicated that the patient was having trouble swallowing due to the limitations of the cervical system that was implanted. The surgeon was watching the patient closely. Five days later, the sales rep met with the surgeon to get an update on the patient's condition. The surgeon stated that he was still concerned but the patient was doing much better.

Manufacturer narrative:
No device will be returned. A revision surgery has not been planned. The physician is monitoring the patient. Evaluation pending.